Manufacturer narrative:
The product with the following lot# were used in the surgery- lot#: h12c4076, qty: 1, and lot#: h5364603, qty: 1. The event described didn¿t happen on both implants but just one of the two. It¿s not known which one of the two products broke. We are filing this MDR for notification purpose. This part is not approved for use in the united states; however a like device catalog # 2991432, 510k #k073291, UDI# (B)(4) was approved for sale in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar inter-body fusion (plif) at l5-s1 due to spondylolisthesis at that level. During the surgery, just a small piece of the implant broke after insertion. The part of the cage that broke was explanted. Rest of the implant was visibly intact and not removed. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis (lot number of the product could not be identified): a very small portion of the cage was returned. This piece was the backside of the cage that connects to the inserter. The threads appear to be damaged. A microscopic review of the fracture face is consistent with material overload. Due to the small portion of the product that was returned no true root cause can be identified. If information is provided in the future, a supplemental report will be issued.